Event description:
It was reported that the pump history did not reflect accurate data despite being in use. There was no reported adverse effect to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.